Manufacturer narrative:
D10: 02-010-01-0310 - logic femoral ps cem right sz 1, 02-012-35-1011 - logic tibia ps mod insrt sz 1 11mm, 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t, 200-02-38 - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tka (total knee arthroplasty). Subsequently, the patient fell resulting in a fracture to left neck of femur. The patient needed inpatient hospitalization for 8 days for surgery to neck of femur at another hospital. The devices remain implanted. The outcome is considered resolved. No further information available.